Manufacturer narrative:
Following complaint review conducted on (B)(6) 2026, the h11 field has been updated to include investigation details regarding the reported skin irritation: the investigation found no damage or defects that would result in skin irritation. The exact cause of the reported skin irritation could not be determined.

Manufacturer narrative:
No fluid evidence or corrosion was observed inside the device. The investigation found no damages or defects that would result in fluid leaking inside the device. The device was received fully deployed and the exposed portion of the soft cannula was observed to be kinked and damaged. The fluid path and fluid leak tests were run and no leaks or blockages were observed. The observed cannula damage did not prevent fluid from flowing through the complete path. The downloaded data showed no evidence of struggle in the drive mechanism that would indicate that the damage caused the device to become occluded. The cause and timing of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone14.7, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 252 mg/dl after approximately 4-24 hours of wear on the back. It was further reported that insulin was observed inside the device through the viewing window and the skin at the infusion site exhibited redness on the outline of where the pod had been applied. There was no medical intervention reported in relation to this event. The device was returned, and a bent cannula was identified.